Manufacturer narrative:
The following fields were updated: b5, g4, g7, h2, h6, h10. This supplemental report is being submitted to provide the results of the manufacturer¿s investigation and to correct the event description (see b5). The device was not returned for evaluation by the manufacturer. A review of the DHR did not find any abnormalities or anomalies identified during production. The IFU contains the following statement: ¿never apply excessive force to connectors. This could damage the connectors.¿ the root cause could not be determined. A probable cause could be contact damage due to plugging/unplugging with excessive force.

Event description:
It was initially reported there was no patient involvement. However, upon re-examination of the service order database, it was reported on (B)(6) 2020, that "the (device) wasn't working so had to switch out unit and had to move patient to another room while sedated in the middle of the procedure." No patient harm was reported.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device exhibited intermittent image video. There was no patient involvement on this report. No user harm or injury reported due to the event.